Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02263. It was reported the pt experienced a fall in (B)(6) 2012. The pt stated since the fall she has pain at the lead site. A system's diagnostics revealed multiple invalid lead contacts. Fluoroscopy of the pt's scs system showed the lead has slightly pulled of the ipg header. Follow-up identified the pt's scs ipg was replaced on (B)(6) 2014. However, the pt reported postoperative she is experiencing positional stimulation. The pt is pending a follow up to further evaluate the issue.